Event description:
It was reported that during the implantation of a preloaded intraocular lens (iol), the doctor failed to implant the iol due to an uncontrolled implantation. The implant was only partially inserted into the patient's right eye and was subsequently replaced with another device. Account indicated that the implant became blocked in the incision due to insufficient pressure from the injection screw system. There was no impact on the patient. There were no perioperative or postoperative complications. A two minute procedure delay was noted. Through follow-up, we learned that the patient was not cooperative, resulting in insufficient space for the device to be implanted. The surgeon stopped the implantation and utilized another device. A forceps was used to remove the implant; however, as the implant appeared distorted due to this manipulation, the surgeon decided to use another lens. The original iol was discarded. No further details were provided.

Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.